Event description:
Boston scientific received information that this patient heard tones from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, it was noted the device recorded a low shock impedance measurement of less than 20 ohms on this transvenous lead. The physician determined no remedial action was needed at this time and will continue to monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that surgical intervention was performed to surgically abandon and replace this right ventricular (rv) lead, which had continued to display low shock impedance measurements since the original allegation. The lead was surgically abandoned and replaced. No adverse patient effects were reported.